Manufacturer narrative:
Concomitant medical products: 5076-52 lead; 383069 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert due to high right ventricular (rv) lead impedance and noise. When testing was performed the values were ¿fine,¿ however, the impedance trend showed it doubled. A chest radiograph revealed the lead dislodged. An attempt was made to re-position the lead, but the helix would not extend. The lead was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the helix would not extend and retract. If information is provided in the future, a supplemental report will be issued.